Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the upper/lower case, side bail covers, and battery drawer were broken, the lead flex cover, main printed circuit board, battery flex, had heart lead flex were corroded. The battery was contaminated and the ring was bent.

Event description:
The external pulse generator was returned for repair due to being "soaked". It subsequently tested out of specification during the manufacturer's analysis.